Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The reported veloute microcatheter was returned for evaluation with the concomitant angiographic catheter. The shaft of the returned veloute microcatheter was crushed and torn off at approximately 375mm from the proximal end. Dried blood was observed intermittently in the catheter lumen. The distal shaft of the veloute microcatheter was found intermittently crushed at 155-160mm from the tip. The concomitant angiographic catheter was returned without the accessory two-way stopcock. After the angiographic catheter was connected with a two-way stopcock of the same model owned by our company, an unused veloute microcatheter was inserted into the angiographic catheter and then the two-way stopcock was closed. As a result, the shaft of the veloute microcatheter was torn off and the torn end that was seen on the returned veloute microcatheter was observed on the torn end of the sample microcatheter. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that the two-way stopcock of the concomitant angiographic catheter might have been closed while the subject veloute microcatheter was inserted inside the angiographic catheter. As a result, the contrast media could not be injected and the proximal shaft of the veloute microcatheter was sheared off. Although it was concluded that this event was not attributed to product quality, a possibility could not be ruled out that some catheter fragments might be left in the patient anatomy if it were to recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ if any resistance or anything abnormal is felt during use this microcatheter, do not continue the manipulation. While paying full attention to possible complications, carefully withdraw the entire system. ~ if this microcatheter is inserted into a guide catheter equipped with a stopcock, do not turn the stopcock to closed position. ~ when injecting a contrast medium, inject by checking the flow of the contrast medium from the distal end of this microcatheter under fluoroscopy. If there is no flow from the distal end of the microcatheter, stop injecting the contrast medium. [Malfunctions and adverse events] ~ separation.

Event description:
It was reported an asahi veloute microcatheter was used during a transcatheter arterial chemoembolization (tace) for the splenic artery. Via femoral approach, the veloute microcatheter was inserted into an unspecified 4fr angiographic catheter for the CT angiography. However, the contrast media injected into the microcatheter was not visible. The veloute microcatheter was found torn off in the angiographic catheter. After removal of the veloute microcatheter and the angiographic catheter, the catheters were replaced with new ones and the procedure was completed with no problems. It was informed that there was no adverse patient effect and the patient was discharged after the procedure.